Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer verified reported issue noting diagnostic leds on pmc extinguished. Diagnosed issue to failed pmc / drawer controller. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that a technician was on site on (B)(6) 2025 and told pharmacist that the card on the drawer was bad and needed to be replaced but nobody ever came back to replace it. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.